Manufacturer narrative:
Visual inspection was performed on the returned device. The reported peeled/delaminated markings were confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to circumstances of the procedure. It is likely the marking issue were removed during use due to anatomy and vessel contact. When the device is inserted the guide wire port makes contact with tissue. When manipulated in this condition the print can be rubbed inducing a wear and/or partial removal. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: health effect - impact code 2199 changed to 4614.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two prostyle devices were successfully placed. Reportedly, while removing one prostyle device from the patient, it was noted that the white markers at the guidewire exit port were partially gone, leaving foreign material behind in the patient. The sheath was upsized to a large bore sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.